Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 50mm fusiform thoracic aortic aneurysm. The aorta was noted as severely tortuous. It was reported approximately 5 years post the index procedure a distal type ib endoleak was identified. Per the investigator the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.